Event description:
It was reported that the device did not pass a self test, displayed a failing status and was not operational. Upon investigation of the device by the company, it was confirmed that the internal component that was the cause of a field corrective action failed. Therefore, this event is being filed as an MDR using the filing date as the event date since there was no patient involvement.

Manufacturer narrative:
The error code displayed by the device matches the error code expected for the component failure. The date codes for the components match the date codes associated with the field corrective action.